Event description:
A facility reports that the use of cannulated screw is resulting in infection; sterilization parameters have reportedly been followed.

Manufacturer narrative:
Additional information has been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.